Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a lead revision procedure, the pocket never closed. An infection was suspected, therefore the entire system was removed. It was noted the patient gets radiation treatments and has multiple co-morbidities. The patient was treated with intravenous antibiotics initially and is now on a dose of oral antibiotics for 4-5 weeks, then plan to re-implant a new system on the patient's right side. The patient is not pacemaker dependent. No additional adverse patient effects were reported.